Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely on (B)(6) 2018 with non-sustained right ventricular over sensing due to post paced t-wave over sensing. On (B)(6) 2018 the patient was brought into clinic where programming changes were made.